Event description:
Affiliate reports that the surgeon is complaining of over drainage. He feels that the pressure is not the same as the figure shown in the x-ray. As a result the valve was explanted.